Event description:
In this event it was reported that pt experienced an allergic reaction resulting in a swollen upper lip immediately after integriti multicure was used. The pt was treated with benadryl and the swelling subsided within one day.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.